Event description:
It was reported to philips that the system was unable to boot, stalling at the countdown timer. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and found that the flexvision pc failed to start. A review of the system log files showed a connection failure between the host pc and the flexvision pc, confirming a flexvision pc malfunction. The fse replaced the flexvision pc to resolve the issue, reloaded the software, and restored the backup configurations successfully. The defective flexvision pc was returned for analysis, and results indicated a failure of the internal power supply within the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.